Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. The physician used a maverick 2.50x15mm balloon to predilate a lesion in the mid circumflex (cx). The physician then attempted to deliver a 3.00x16mm taxus express2 drug eluting stent to the mid cx, but was unable to cross the lesion. The physician used the same maverick 2.50x15mm balloon to dilate the lesion again, but the taxus stent would not cross over the wire. It was discovered that the tip of the stent was bent and the stent edge was sharp. The procedure was successfully completed with another 3.00x16mm taxus express2 drug eluting stent. No patient complications were reported.

Manufacturer narrative:
The device has been received for analysis, but the additional testing is not complete at this time.